Manufacturer narrative:
Device was used for treatment, not diagnosis. The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available. Associated medwatch 1221934-2018-50585.

Event description:
It was reported by the sales rep that the customer's expressew iii needle was getting stuck in their expressew iii ac + gun and not fully firing during a rotator cuff repair. The case was completed with other like devices. There were no patient consequences or delays. The needle is not being returned. The sales rep was not present during the case and could not provide any more details.